Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening, weight to the specifications. A microscopic analysis was performed which identified a striated edge, consistent with use of a surgical tool. Based on the device analysis the final assessment is: a striated opening on anterior side due to a surgical damage.

Event description:
Physician reported "patient noticed possible deflation since implant surgery. When she returned this year, implant clinically flattened/smaller prior to removal. When the operation was completed to remove and exchange these implants, physician noticed that there were air bubbles in the implants and it appeared the silicone fragmented". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "patient noticed possible deflation since implant surgery. When she returned this year, implant clinically flattened/smaller prior to removal. When the operation was completed to remove and exchange these implants, physician noticed that there were air bubbles in the implants and it appeared the silicone fragmented".the device has been explanted.